Event description:
The customer reported that the device had difficulty adhering to tissue during an lavh. It is unknown what the customer means by "adhering" and no further information is available from the site. It was noted that the patient experienced 300 to 400 cc of blood loss. Another device was used to complete the procedure and there was no injury to the patient.

Manufacturer narrative:
(B)(4). The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted.